Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 595 mg/dl associated with inaccurate delivery. Reportedly the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, customer technical support (cts) noted that the basal history did not match the active basal program. It was also noted that the bolus settings were adjusted by the patient's health care provider. The reporter stated that the patient reached the total daily dose before the end of the day. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an alleged inaccurate delivery issue and use error in an inadequate response to an appropriately emitted alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/27/2017 with the following findings: the pump¿s basal history appeared not to match the active basal program on (B)(6) 2017 due to a prime at 07:09, a rewind at 14:42; the pump exceeded the maximum total daily doses (tdd) at 16:03 and 16:06 and a manual suspend at 18:06. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with a 2 unit/hour basal rate; end the of testing the basal history correctly showed 2.0 units and tdd showed 48.0 units. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The tdd added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Unrelated to the original complaint, it was observed that the battery compartment had two cracks and the returned battery cap were stripped therefore a test battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).